Event description:
The manufacturer received information alleging a malfunction of a ventilator's external flow sensor cable. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer for evaluation and the customer's complaint was confirmed. The device's external flow sensor cable was replaced to address the issue.